Event description:
Reportable based on analysis completed on (B)(6) 2009. It was reported that during coronary drug-eluting stenting treatment procedure, a shaft kink occurred. The target lesion was located in a severely calcified and severely tortuous vessel. While attempting to cross the target lesion with the 2.75x20mm taxus liberte stent delivery system (sds), the physician encountered severe resistance and the device shaft became kinked. The procedure was able to be completed with another of the same device with no pt complications. The pt's condition post procedure was reported as "good". Product analysis revealed stent damage, shaft kink and a shaft breakage.

Manufacturer narrative:
A visual, microscopic and tactile examination of the stent delivery system (sds) revealed stent damage, shaft break and a shaft kink. The stent struts in the first row of the distal end were raised. The device was returned in two sections; there was a shaft break at approx 16.8cm distal from the catheter strain relief. A kink was also present approx 12mm from the break on the distal section of the catheter. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg batch record review confirmed that the device met all material, assembly adn performance specs. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).